Event description:
(B)(4). Immediately after implant, my entire body broke out in a rash. My gyn said she thought I might be allergic to it and sent me to an allergist. I spent about (B)(6) to be told the results were inconclusive and a test administered externally didn't necessarily mean I wasn't having an internal reaction. Currently, my periods are very heavy and longer. I can feel the blood leaving my body in gushes. My skin breaks out in odd places (stomach, especially) or more so. Sharp pains in my abdomen. I'm usually pretty easy to get along with but now I'm moody for no reason. Pain in my hips and knees, fatigue, belly bloating. My sex drive is down as is my ability to orgasm. Pain during sex.. I'm not sure I'm having hot flashes but I seem to run warmer and get hot easily. Metallic taste in mouth. Brain fog. I wore a monitor for heart palpitations but nothing happened while I was wearing the monitor.